Event description:
It was reported that during implant the lead exhibited low impedance with the stylet in,. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of low lead impedance was confirmed in the laboratory. Damage to the inner insulation at 16.8cm from the connector end caused an electrical short. The insulation da,age is consistent with that sustained during the surgical procedure.